Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined . However, the customer ordered a new main pcb (printed circuit board) for replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator had a vti (inhaled tidal volume) - vte (end-tidal volume) difference issue and does not alarm. The customer confirmed that there was no patient involvement associated with the reported event.